Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received different results. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer stated that she tested her dad twice with the bd veritor at home test and got two different results.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges ¿customer got two different results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. See h10.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received different results. There was no report of patient impact. (B)(4) the following information was provided by the initial reporter: customer stated that she had tested her dad twice with the bd veritor at home test and got two different results